Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had socket latching and the image processor socket failed resulting in an unstable connection and intermittent image signal. The issue occurred during reprocessing. There were no reports of patient involvement.